Event description:
During an in clinic follow up, the device was unable to be interrogated using inductive telemetry. A magnet was also attempted with no response. A loss of pacing was noted. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event.

Manufacturer narrative:
The reported events of inability to interrogate, no pacing output and premature battery depletion were not confirmed. The device was received with normal telemetry communication and normal output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.